Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a cracked case at display window corners and a severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a cloudy screen on the insulin pump. Customer stated that there is condensation underneath the screen. Customer stated that he works in construction and it is common to be knee deep in water. Customer works in hot and cold temperatures and sometimes he works in the rain, but keeps the pump in his pocket. Customer reported that there was fluid under the lcd display and scratches on the screen. Insulin pump will need to be replaced. Customer inserts the infusion set in his thigh and keeps the pump in his pocket. Customer first noticed the cloudy screen about a month and a half ago. Customer was advised to discontinue use of the pump. Customer's a1c was 7 at the time. No additional information provided.